Manufacturer narrative:
At this time, merge healthcare is continuing their investigation and will determine if any further actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016, a customer reported that when a user exits out of study in fluency, merge pacs changes the status of the study to "read." When a study unexpectedly goes to a read status when exiting out of that study, there is a potential for delay in diagnosis due to a customer missing reading the study. However, this issue was detected by the customer and there was no reported impact to patient care. (B)(4).

Manufacturer narrative:
After further investigation, tt was found fluency is not using a standard integration point. This changed when they started integrating with mrs and communicating results to them and a custom integration point was created. Fluency made changes to status. Xml logic to match that of the standard integration point. Support confirmed merge pacs is working as expected with the standard integration point in fluency. The customer confirmed fluency resolved the issue.